Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor cable would work intermittently. The user also observed a "level detect alert" error message. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to a patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.